Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleged headache,high heart rate related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam and caused headache, high heart rate. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. Exterior investigation during evaluation observed slight unknown dust/dirt contamination on all surfaces of base unit. Interior investigation observed unknown dust/dirt contamination and fibers found on the blower casing/impeller, blower box, rear panel outlet, bottom enclosure, and rear panel o-ring. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer confirms the device has dust/dirt contamination in the airpath. There was no evidence of sound abatement foam degradation.